Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the stand movement was faulty. The review of system log file showed geometry power supply error. Upon functional testing, the fse found that the errors and the motorized movements of stand were due to defective power supply in l-arm. To resolve this issue, the philips engineer replaced power supply in larm. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.

Event description:
It has been reported to philips that the stand motorized movements were not working. The issue was found during clinical use. No harm has been reported to philips.